Event description:
It was reported that the patient was admitted into the hospital due to non-sustained vt/vf episodes and aborted therapy. Noise was observed via review of egms and was reproducible with pocket manipulation. X-ray found externalized conductors. Lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external abrasion at 14.8cm-16.2cm from the connector tip due to friction to the ICD can. Only a partial lead was returned measuring 22.8cm from the connector pin.